Manufacturer narrative:
Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the bd ultra-fine¿ 3/10ml insulin syringe experienced a broken thumb press. The following information was provided by the initial reporter: sample returned, and it was found that the push tub was broken.

Event description:
It was reported that the bd ultra-fine¿ 3/10ml insulin syringe experienced a broken thumb press. The following information was provided by the initial reporter: sample returned, and it was found that the push tub was broken.

Manufacturer narrative:
H.6. Investigation: customer returned (1) loose 0.3ml bd insulin syringe. The customer reported that there was no needle on the product before use. The sample was examined, and once the cannula shield was removed it was observed that the cannula was not missing, nor damaged. No defects pertaining to the cannula were observed. The alleged needle missing issue could not be confirmed. Due to the batch being unknown, no DHR review can be completed. Root cause cannot be determined at this time as the issue is unconfirmed.